Event description:
The patient was sweating and was incoherent. The spouse gave pt a glucose drink and tested his blood glucose on the suspect device. It was 399mg/dl. The paramedics were called and they tested the pt's blood glucose on their device and it was 19mg/dl. The pt was given IV fluids and taken to the hospital.